Event description:
This is the first time that I am submitting a report of this nature, so if I have made any errors please return this to me with instructions to correct the errors. I am sending this letter to you with photographs instead of using the categories in the forms that you have provided. Again, if this needs to be redone, please let me know. The reason that I am writing this to you is that I have seen a piece of medical equipment that I feel is dangerous to certain people. Hence, this report. On (B)(6) 2011, my wife had an operation to replace her left knee at (B)(6). When I visited her the next day I saw that she had been issued a walker. As I entered her room I noticed it on the other side of the bed. When I saw the handles, I thought that she had been issued a walker with brakes. Then I walked around the bed and saw that there were no brakes. The purpose of the handles was to collapse the walker for storage. I immediately saw the danger. If someone was perhaps slightly senile, they could easily mistake the handles for brakes. If they pulled the handles, the walker could collapse. The enclosed photograph bears out my concern. A second item is the handgrips at the top of the walker. If they are held tightly (and I assume they would be since the person would be using the walker for support) the ribbed design could easily cause irritation to the palms of the hands over extended use. Again, I have enclosed a photograph to illustrate my point. The third photograph is a copy of the printed matter that was attached to the walker. It shows all of the manufacturer information. I have also enclosed an advertisement for walkers with brakes so that you could see the similarities. I first attempted to tell my concerns directly to drive international, the company that supplies the walker. I asked to speak to the product manager or engineer that was responsible for the walker. I was put on hold. After waiting for five minutes, I hung up and redialed. I was then told that I would have to speak to a warranty service person. I told them that this was not a warranty problem. They said that was the way things were done. I then said thank you, goodbye, and hung up.